Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. This information not provided when asked. This information was not provided when asked. This information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription is not applicable as the device is manufactured by prescription and not implantable

Event description:
It was reported that the patient had a reaction to the xtra silent nite that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient experienced redness and itching on the cheeks and lips.

Manufacturer narrative:
The device has not been returned. The device investigation is completed and the results are as follows: drh results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier ((B)(4) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment) e-pro: lot# 11886207 was manufactured from may 19, 2022 and was assigned an expiration of may 2025. Connector: lot# 22213 was manufactured from march 31, 2022 and was assigned an expiration of march 2025. Supplier ((B)(4)) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Light cure: lot# l32cab6690 was manufactured from april 2022 and was assigned an expiration of september 2023. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer has not returned the product or provided an image for review. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. IFU-7322 rev 7.0 (silent nite sleep appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Supplier (B)(4) reviewed the incident details and determined no comment was possible. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device ((B)(6)) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of (B)(4) material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. Corrective action: no corrective action is warranted at this time. Risk of an allergic reaction cannot be further mitigated - instructions for use state this possibility. Risk is reduced as far as possible (afap) - benefit outweighs the risk. Complaint handling team will continue to track and trend for similar incidents. Fmea review results: in reviewing rpt 7352 rev 4.0 -silent nite risk assessment report, the reported issue has already been identified under the "customer related" process aspect. · failure mode - irritation of lips/irritation of tongue · causes - localized irritation. · effects - patient injury · severity - 3 (serious; device failure results in injury or impairment requiring professional medical intervention.) · occurrence - 1 (remote; singular events, generally associated with special cause.) · risk mitigation - materials have been tested for biocompatibility per rpt 9733. Additional cytotoxicity testing was performed on thermoformed materials subjected to solvents per rpt 12407. While not a risk mitigation, information will be stated in the IFU warning about the potential for irritation. · rpn final - 3 (low risk). This complaint will be kept on record for track and trending purposes.